Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 04.027.055s, synthes lot number: l267155, release to warehouse date: 19.jan.2017, expiry date: 01.jan.2027, manufacturing site: bettlach: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was performed. We have received the part for investigation. Upon visual inspection of the complaint device it can be seen that the surface is showing signs of usage, and on the tip three (3) of the four (4) lips are showing some damaged. Furthermore it is clearly visible that the blade was opened too far (see picture ¿ received condition).DHR review showed no issues. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. During investigation a functional test was performed, the blade passed the functional test (see pictures in document ¿pictures - function test - (B)(4)¿ on pi level). As the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (dsem-trm-0714-0109-4). No product fault could be detected. No corrective action required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device is a single use device but was not reprocessed or reused. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Since the blade would not lock during surgery. The procedure was completed by removing the blade and replacing it with a shorter size. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during insertion of blade 100 mm blade got inserted in femoral head but when surgeon tried to lock the blade, the blade did not lock. Surgeon extracted it and then again put a new blade shorter size 95 mm. Name of surgery: intertrochanteric hip fracture. 20 minutes delay to surgery time. No patient harm. This is report 1 of 1 for (B)(4).